Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed multiple warning alarms and stopped ventilation while in use on a patient; subsequently, the patient was taken to the emergency department due to shortness of breath. There was no patient harm or serious injury reported as a result of this incident.